Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed that the distal tip of the anchor was completely broken off, confirming this complaint. The broken fragment was not returned. The suture was not returned with the device. Visual examination revealed the threads on the returned portion of the anchor were not distressed indicating that the anchor was not fully inserted. The anchor break was circumferential and flush with the distal end of the inserter, indicating potential levering during insertion. Additionally, it was reported that the patient had slightly hard bone quality, which likely contributed to or caused the observed anchor break. Other typical causes of anchor breakages which may have contributed to this event include use of excess torsion during insertion or using incorrect instrumentation for preparing the bone hole. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during procedure the anchor was broken. The broken piece was retrieved from patient. Changed the new one to complete. There was no adverse event on patient. Additional information received via email from the affiliate on 12-13-16. The procedure was a rotator cuff repair. The insertions were not off axis. The patient's bone quality was a little bit hard. The surgeon used the original bone hole to complete the procedure.